Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Right hip revision due to chronic dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident shell, trident liner and a ceramic femoral head was reported. Conclusion: no allegation of failure was made against the reported the device. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right hip revision due to chronic dislocation.